Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services plugged the blade into the test monitor and powered them on. They confirmed an intermittent lack of image as the cable was moved; the image flickered from clear, to static, to "no image" message. Additional part used: glidescope gvl 4; catalog: 0574-0001; sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope pgvl video monitor with a gvl 4 blade, the image would intermittently go out while the blade was in use. A delay in the procedure of less than a minute was reported while a back-up gvl 3 blade was obtained. No harm to patient or user was reported.